Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient is suffering from disassociation, pinching in the groin are and clunking with abduction of the hip. Update received (B)(6) 2014. Clinical report received indicating revision due to disassociation. Complaint was updated on (B)(6) 2014.